Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-mar-2024. The device evaluation was completed on 02-jul-2024. The smart touch bidirectional sf product was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed an electrode missing on the tip of the device near the pebax. Additionally, reddish material and a rupture in the surface of the pebax was observed. An electrical test was performed and a black electrode was displayed due to the absence of the electrode in the tip. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The potential cause of the pebax damage and electrode absence could be related to the manipulation of the device during the procedure; however, this cannot be conclusively established. The pebax damage issue is considered unrelated to the reported event. The issue reported by the customer was confirmed. The instructions for use (IFU) states: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a rupture in the surface of the pebax¿. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported noise issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified an electrode missing and rupture in the surface of the pebax. Initially it was reported that noise occurred on electrodes 1 and 2 of the thermocool smarttouch sf catheter during box isolation. In intracardiac only, in both carto 3 and lab, the catheter was inside the patient's body at the time of the noise. The cable was replaced but the issue continued. This issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-jul-2024, observed an electrode missing on the tip of the device near the pebax. Additionally, also noted reddish material and a rupture in the surface of the pebax. Response received for clarification on the returned catheter condition. There was no damage noted on the device which would have resulted in wires/internal components being exposed. No lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. The event was originally considered non-reportable, however, bwi became aware of the electrode missing and the rupture in the surface of the pebax on 02-jul-2024 and have assessed both of these returned conditions as reportable.